Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer called as a result of receiving the safety notification for the battery cap damage and reported damage to the insulin pump battery cap contacts. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the battery cap metal contact missing, or fewer than 3 raised dots could be seen. Replacement battery cap will be provided to the customer. Insulin pump will not be returned for analysis.